Manufacturer narrative:
Concomitant medical devices: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead.

Event description:
The patient reported that she rolled over in bed one night and the "lead pulled loose.". The patient was unsure why this happened. When she rolled over in bed, she "felt something give" and then "it quit working like it was." A revision was performed in (B)(6) 2015 to fix the loose lead. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.